Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy pd effluent. The cause was unknown. The patient was hospitalized on the same day. The patient was treated with vancomycin injection (1gm, once daily, intravenous, for one day then discontinued) and ceftazidime injection (1gm, stat, intravenous, one dose) and ceftazidime (250mg, four times a day, intraperitoneal, ongoing) and vancomycin (50mg, once daily, intraperitoneal, ongoing). At the time of this report, the patient was recovered from the cloudy pd effluent. Pd therapy is ongoing. No additional information is available.